Event description:
It was reported that the balloon became unable to inflate during use. It was stated that the catheter had the problem after 5 to 7 days of use. As the balloon could not be inflated, it became unable to measure pawp. There was no problem observed with the balloon during insertion.

Manufacturer narrative:
Customer report was confirmed. Device was evaluated pre and post decontamination. Examination revealed that the balloon ruptured in the central area, approximately 0.1" x 0.1" hole was observed and blood was noted. All through lumens were patent and there was no leakage observed. There was no visible damage to the catheter body and no physical damage observed to the returned 1.5cc syringe, introducer, and contamination shield. It was stated that the use of the catheter was 5 to 7 days. As per our directions for use, it states that the duration of the catheterization should be the minimum required by the patient's clinical state since the risk of thromboembolic and infectious complications increases with time. The incidence of complications increase significantly with indwelling periods longer than 72 hours. The lot number was not provided and unable to perform a device history record review.